Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging the ipg as it was located too deep in the stomach. Initially, the pocket site was moved, however charge was still not easily obtained. The physician opted to replaced the ipg with a non rechargeable device. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160, (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient was having difficulty charging ipg due to being too deep located in the stomach. Initially, the pocket was moved, however charge was still not easily obtained. The physician opted to replaced the ipg with a non rechargeable device. The patient was doing well postoperatively.